Event description:
When 3d image slices acquired in the oblique orientation and these images are subsequently digitally rotated using the "rotate" function, then the images may sporadically have incorrect orientation labels. This orientation label problem has only been seen and reproduced in internal tests when images were transferred and evaluated via a dicom connected workstation.